Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base, no broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer removed their sensor and the device seemed retracted; the customer was concerned that the sensor was fractured inside of their body. No further details were given. The sensor was returned for analysis.